Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was sepsis. It was unknown if the patient was hospitalized prior to death. The treatment for the sepsis was not reported. It was not reported if an autopsy was performed. The pd therapy was discontinued on the same day the patient passed away. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.